Event description:
It was reported that a transmission showed the right ventricular (rv) lead was in safety pacing mode in non-magnet as well as ventricular deflection prior to ventricular pace which appeared as ventricular undersensing. The lead was also noted with variable sensing. Additional information from the clinic disclosed that the patient was brought into the clinic where the sensitivity was increased and the mode switch value was decreased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 310c29 tissue valve, implanted: (B)(6) 2010. (B)(4).